Event description:
Customer performed a blood glucose test and received a result of 224mg/dl. Took one unit of humulin. Customer took another meter reading and received a 44mg/dl. Family member later found customer on the floor shaking and sweating. Customer was given orange juice and taken to the hosp. E.r. Checked blood glucose and received a result of 110mg/dl. Customer was admitted to the hosp, no treatment was given. A request was made for the return of the suspect device and replacement product was sent.